Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The evaluation observed a 1.072 percent inaccuracy upon flow testing at a rate of 125 ml/hr with a volume to be infused (vtbi) of 125 ml which falls within the plus or minus five percent margin of error; the cause was determined to be the pressure plate travels and door hook setup were both found out of specification. Due to the infusion rate of customer allegation being below the 2 ml/hr threshold further testing was performed to determine causality. The pressure plate travels and door hook setup were both found out of specification and determined to contribute to flow accuracy error. The hooks and pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump experienced over infusion during delivery in the intensive care unit. The device was programmed to deliver at a rate of 1 ml/hour and infused a 50ml bag too quickly (medication, dose, programmed amount unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.